Event description:
It was reported that a patient death occurred following a pulse field ablation procedure using the farawave ablation catheter. The patient passed away on (B)(6) 2025 while at home, likely due to chronic obstructive pulmonary disease exacerbation and heart failure. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Good faith effort attempts are in progress made to try and retrieve the device status, detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.